Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete baseline) was confirmed. The cause for the failure was isolated to a defective esd3 component on the computer/analog pca board, measuring 2v between the driven ground (pin #5) and ground. The root cause for the defective esd3 could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was unable to complete baseline.